Event description:
New information received notes that during the procedure, the right atrial (ra) lead exhibited helix mechanism issue resulting in failure to extend the helix.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold and high impedance measurements. The ra lead was removed and the physician decided to abandon the implantation of the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold, high pacing impedance, and helix mechanism issue. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism was isolated to the helix being clogged with blood/ tissue.